Event description:
It was reported that during an ent procedure, the bur broke along the shaft. It was also reported that there was a minor delay to search for the bur in the patient, no device fragments were located. It was further reported that there were no adverse consequences and the procedure was completed successfully.

Manufacturer narrative:
H6: the quality investigation is complete.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Device not returned to manufacturer for evaluation

Event description:
It was reported that during an ent procedure, the bur broke along the shaft. It was also reported that there was a minor delay to search for the bur in the patient, no device fragments were located. It was further reported that there were no adverse consequences and the procedure was completed successfully.